Event description:
Reported as: "...a leak from the tubing was noted. Leaking tubing was removed..."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 12/feb/08. The access port connector associated with this report has not been returned to allergan. Only a piece of tubing was returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the acess port for analysis. Visual examination may confirm or determine another access port connector type. Allergan has received a piece of tubing for anaysis however the results are pending, at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."